Event description:
The customer contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The device was returned to the biomedical department from the pain center with an unsigned note that stated "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical use. During testing at the user facility leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation noted leakage from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.